Manufacturer narrative:
Section a patient information: no further information was provided. Service reviewed the module logs and had the customer replace the alinity c-series reagent (r1 probe), which resolved the issue. A review of the service history for the analyzer did not identify any contributing factors nor subsequent issues of erratic or discrepant patient results have been reported. A review of historical data associated with the reagent probe did not identify any trends, non-conformances or potential non-conformances. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer obtained falsely elevated potassium results on alinity c processing module. The customer normal range is 3.5-5.5 mmol/l. Sample ID 4104319 initial result = 6.6 mmol/l, repeat result = 5.2 mmol/l and 5.2mmol/l. No impact to patient management was reported.